Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the MFR for evaluation. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. It was reported the pt is doing well and has suffered no permanent harm or injury due to this event. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on (B)(6) 2013, a pt presented for an endovenous laser treatment of the left greater saphenous vein of the mid to distal thigh. During the procedure, after insertion of the guidewire and sheath, the treating physician determined he needed a longer (65cm) fiber than what he was using (45cm). A 65cm fiber kit was opened and place on the table to be used. The 65cm sheath was placed over the guidewire inside the pt. When the treating physician inserted the fiber, he inserted the 45cm fiber instead of the intended 65 cm fiber. Post procedure, it was noted that part of the sheath had been burned off and remained inside the pt. A groin incision was made to successfully retrieve the fractured piece of sheath from the pt. It was reported the pt suffered no harm or injury due to the event and is doing well. It was reported the disposable device is not available for return to the MFR for evaluation as it was disposed of by the user.